Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to no image display but a pink image display due to a defective printed circuit board. An additional issue, as one foot was found to be deformed, was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video processor was showing no signal on the display. The issue occurred during handover to the customer after repair for the same issue of no image. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Correction on field e1 (name and middle name were inverted inadvertently). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.